Manufacturer narrative:
(B)(4). A sample is not available for baxter evaluation. Should additional information become available a follow-up will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate the issue. Therefore, a root cause cannot be determined. This dialyzer was reported to be reused. Reuse is against the manufacturer's label stating that the dialyzer is for 'single use'. The manufacturer, nipro, performed a review of the manufacturing, process inspection and release inspection records and no defects were noted. Testing of the retained samples showed no abnormalities.

Event description:
The (B)(6) nurse contacted baxter quality assurance regarding a dicea dialyzer that reportedly broke during patient use. The patient experienced malaise and numbness of the face. The dialyzer was changed to another dialyzer (unknown). The patient received 100 mg intravenous (IV) hydrocortisone, oxygen was applied and the patient's blood was recirculated for 15 minutes. The patient symptoms resolved. This was the 6th reuse of the dialyzer. No sample is available.